Event description:
It was reported that the overall image quality is bad, images too dark. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the camera focus. System operates as intended.